Event description:
The urinary drainage back was leaking at the very bottom of the bag (below the port used to empty the drainage bag.) It was not a metered bag, just the standard drainage bag. The bag was replaced the same day.